Manufacturer narrative:
(B)(4).device evaluated by manufacturer: the entire length of the wire was examined and anomalies were observed. It was observed that there was a kink at 55 cm from the proximal section, additionally this same area presents the coating scrapped. The device appears to have been in contact with a sharp or metal object. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).

Event description:
Same case as mfg. Report# 2134265-2011-05081. Reportable based on analysis completed on (B)(6) 2011. It was reported that during a ureteral treatment procedure a kink was noted in the wire. The amplatz s/s gw/035/145 was advanced through the ureter. While advancing the wire it kinked and was folded over unto itself. Went in with another amplatz s/s gw/035/145 and the same thing occurred. An unknown wire was then used to complete the case successfully. No complications or injuries and the patient's status is ok. Returned product analysis revealed peeling of the coating on the wire.